Event description:
It was reported that pump battery did not charge and charging connection was not recognized despite using confirmed working outlet, tandem cable, and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer later obtained and used different charging cable and wall adapter, which resolved charging issue, pump began charging without shutting down, replacement charging supplies were arranged, and no further assistance was required.